Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he had no delivery alarm during basal/bolus. Customer's blood glucose was 319 mg/dl. The customer already used insulin injection for high blood glucose. The customer reported that the insulin pump alarm during priming. The customer fixed prime with 5 units of insulin and it's correct. The customer agreed replacement of 5 pcs of reservoir.